Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I-blade upper tip fractured and slightly lifted and the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached and the I-blade damaged not all testing was performed with the generator. The condition of the upper jaw prevented the functionality of the device. The jaw was unable to open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws and I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic adrenalectomy resection procedure the shaft was not stable enough to do the dissection on the first device, nslg2s35a. A second device, nslg2s35 was pulled. After using the device for several minutes the button fell off. The button fell into the patient but was retrieved. A third device, nslg2c25 was pulled and after a few minutes an error was received. A fourth device was pulled, nslg2s25 worked for a few minutes and then the jaws broke and fell into the patient, but was retrieved. A fifth device was pulled and the jaws were difficult to open. The case was completed with another device with no patient consequence.